Manufacturer narrative:
E1.: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, rupture. Device has been explanted and replaced with non abbvie product. Record relates to the left side.

Event description:
Healthcare professional reported, rupture. Device has been explanted and replaced with non abbvie product. Record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6a, h6.

Event description:
Healthcare professional reported rupture. Device has been explanted, discarded, and replaced with non abbvie product. Record relates to the left side.